Manufacturer narrative:
An arjo representative was informed about an event involving the maxi 500 passive floor lift. It was reported by the customer that a patient was transferred from a bed to a wheelchair. According to the customer the lift with the patient was situated in the front of the wheelchair. A caregiver pulled the patient to the side for better angle him in the wheelchair. Allegdely , the lift started tipping and the patient landed in the wheelchair. The patient did not sustain any injury. The lift was tagged out from use. An arjo technician during an on-site visit checked the device function. The device was inspected and no malfunction was detected. The device operated correctly. The instructions for use for maxi 500 informs the user step by step how the lifting procedure shall be performed. IFU also clearly states that every caregiver must be trained and familiarized with the device. According to the information provided in the IFU: ¿the maxi 500 floor lift must always be handled by a trained caregiver, as per instructions herein, who shall attend to the patient during lift operation.¿ ¿warning: never attempt to maneuver the lift by pulling on the mast, boom, actuator, or patient. Doing so could cause incidents resulting in injuries.¿ looking at the incident scenario it has been established that passive floor lift was used for patient handling at the time of the event. No technical malfunction of the device was detected that could have caused or contributed to tipping and from that perspective, the floor lit device was up to its technical specification at the time of the incident. Nevertheless, the device was reported to tip and in this regards, the floor lift did not meet its performance specification. The complaint was decided to be reportable due to allegation that the device tipped during transfer.

Manufacturer narrative:
The investigation is ongoing and further information will be provided in the next report.

Event description:
An arjo representative was informed about an event involving the maxi 500 passive floor lift. It was reported by the customer that a patient was transferred from a bed to a wheelchair. According to the customer the lift with the patient was situated in the front of the wheelchair. A caregiver pulled the patient to the side for better angle him in the wheelchair. Allegdely , the lift started tipping and the patient landed in the wheelchair. There was no injury. The lift was tagged out from use.